Manufacturer narrative:
Correction to h6 "medical device problem code" of the initial report, "2303 - microbial contamination of device" is being corrected to "4048 - failure to clean adequately". This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation and the device evaluation. The device was returned and evaluated on related MFR 03013 where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred by difference of recognition between recommendation by olympus and the user facility on device handling and reprocessing steps. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 of the initial report: the customer reported having used the gastrointestinal videoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for >100 colony forming units (cfus) of serratia marcescens, klebsiella pneumoniae, stenotrophomonas maltophilia, and pseudomonas aeruginosa. The scope was retested three days later on (B)(6) 2024 and was positive for >100 cfu of klebsiella pneumoniae, 12 cfu of pseudomonas aeruginosa and >100 stenotrophomonas maltophilia. The scope underwent for final testing, again three days later on (B)(6) 2024 and was positive for 5 cfu of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated that the channels of the scope were culture and no microorganisms were detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.